Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inner locking bolt in the retaining stem inserter broke while the surgeon was putting the stem in. All the pieces were retrieved from the patient. Surgical delay: 1 minutes.

Manufacturer narrative:
Product complaint # (B)(4). H1. Type of reportable event has incorrectly been reported as serious injury mwr-(B)(4). Correct reportable event type is malfunction only. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.